Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts on the first distal row slightly raised. Struts along the length of the stent are also slightly overlapping. A snap gauge was used during examination to measure the crimped stent outer diameter (od) at the undamaged proximal portion and at the centre portion of the stent. Both recordings are within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x24mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and pre-dilation was performed. Then the device was re-advanced; however, the proximal edge was found lifted. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x24mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and pre-dilation was performed. Then the device was re-advanced; however, the proximal edge was found lifted. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was good.